Event description:
Patient had hip arthroplasty on 12/15/90. Admitted to hospital for chronically dislocating left total hip. Surgical intervention on 9/24/93 revealed a crack in the articulating surface of the acetabular cup upon removal of the cup liner. Surface of the femoral head also appeared to be some-what "scratched", possibly from the liner crack.